Manufacturer narrative:
Cylinders 1 and 2 were received for evaluation. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. The information received indicated the device had a leak from inlet tube, but because no functional abnormalities were noted with the returned components besides instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
According to the available information the titan was revised due to leak from the tube that connects pumps to reservoir. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to a tubing break. The tube that connects the pump to the reservoir had a break. A malleable device was implanted. No other adverse patient effects were reported.